Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted impactor confirmed device fracture along the initiation slot that connects with the universal handle. The root cause is attributed to product wear out through normal use and servicing. The device is old (mfg 2006) and has been subjected to heavy usage. No evidence was found indicating product error was a contributing factor. Based on the determination of product wear out through normal use and servicing as the root cause of the breakage, the need for corrective action was not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument broke on impaction of tray.